Manufacturer narrative:
Notify date changed from 2025-01-24 to 2025-01-27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the glitch that had happened before was still happening. The patient described the handset as having 90% lag. The patient stated that this was not brain science and that this was a simple device, so this was unacceptable. The patient would restart the handset, but the handset kept getting slower. The agent reviewed with the patient that restarting the handset would not resolve. The agent guided the patient through clearing the data. The agent then had the patient connect to the pump and the patient was able to connect without any lag. The patient wanted to know where to find their next refill date. Due to the nature of the call with the patient being escalated, the agent did not ask for further information.

Event description:
Information was received from a patient regarding their external device. The patient reported a telemetry issue and stated that the controller was glitching and they were not able to always connect to the pump to bolus. The patient stated it would get to 90% and then get stuck and may or may not give the bolus medication. The patient stated that they went to the doctor's office and the physician assistant took the external device (handset) and said they were going to "clear the cache" out of it but they did not know if that was something that was a solution for this issue. The patient said that first bolus after this there was no connection issue but they had not taken another bolus since then. Patient would monitor the issue and would call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.